Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation. A review of the provided image is consistent with the reported issue regarding the detachment of the instrument carriage sensor. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the image review.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer informed an intuitive surgical, inc. (Isi) technical support engineer (tse) that the carriage cover on arm 4 was damaged after being bumped into something, resulting in misalignment. The user disabled arm 4 and completed with the procedure using the remaining arms. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was identified prior to starting-pre-anesthesia. The picture of the damaged instrument carriage was sent to the reporter before the system was draped.